Event description:
It was reported that at an implant attempt, the doctor was unable to successfully connect the leads to the device header; when connection was attempted, the lead impedance was high, 4000 ohms. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.